Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: ladg. According to the reporter: during application, the knife blade broken and fell into patient cavity. The piece was removed from the patient. The device was replaced and the surgery was continued with no further event.